Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2021, the patient experienced a massive migraine headache and was throwing up with dry heaves. The cgm was showing low but her bg was 521 mg/dl. She called her doctor who told her to go the emergency room (ER) since she was also (B)(6) weeks pregnant. She was given an insulin drip, several fluids which she can no longer remember, a potassium drip, medications for her headache and medications for nausea. She was hospitalized for 24 hours and was discharged after she stabilized and was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.